Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced and electrical power on reset when trying to program to the magnetic resonance imaging magnetic resonance imaging (MRI) mode. The software upgrade was downloaded. A manual impedance check was done in order to program into MRI mode. The device remains in use. No patient complications have been reported as a result of this event.